Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
During the operation under general anesthesia, the breathing valve of the anesthesia machine suddenly malfunctioned, and the breathing was immediately controlled by hand. No patient was injured.

Event description:
During the operation under general anesthesia, the breathing valve of the anesthesia machine suddenly malfunctioned, and the breathing was immediately controlled by hand. No patient was injured.

Manufacturer narrative:
It was reported that the device valve malfunctioned, and ventilation was immediately switched to manual control mode with no patient injury incurred. The user facility did not involve the local dräger service & support organization in any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but could not provide additional details. Based on the limited information available, the device has been in service for more than 6 years. Potential contributing factors to the reported device malfunction may include improper use and maintenance leading to issues such as valve adhesion; product-related factors cannot be ruled out either. However, given the currently limited available information, it is difficult for the manufacturer to determine the root cause of this incident. In the event of automatic ventilation failure or termination of the automatic ventilation mode (ventilator failure), the monitoring functions will remain unaffected; therefore, the user will be continuously notified of ventilation performance and patient gas measurement data. If a ventilator failure occurs during automatic ventilation, the ventilator will initiate an automatic shutdown, switch to man/spont mode (safety mode) and trigger the corresponding ventilator fail alarm. Manual ventilation will remain available. All alarms, potential causes and troubleshooting methods are specified in the instructions for use (IFU). It is recommended that the customer contact a professionally trained dräger service engineer to refer to the relevant specifications in the IFU for device inspection and preventive maintenance.